Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a blower overheating alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was being used to create a treatment plan for respiratory assistance. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Recommended replacing the blower first, then the motor controller printed circuit board assembly (pcba). Provided parts ID for the blower assembly and the mc pcba to the customer for repair. The investigation is ongoing.